Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they went to charge everything up and the battery light was going up and down/scrolling. The green light had not stopped blinking green. When  they tried to shut off the recharger it would pop back on with green lights. The patient reported seeing a message can't locate the recharging device. The following troubleshooting steps were performed: hard reset on recharger. Patient did not keep recharger in docking station while not in use. Patient services recommended going forward with new device to store recharger in docking station. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient called back for assistance pairing new recharger and handset. Patient services walked patient through switching recharger manually. Patient was able to connect recharger to ins and to handset. Patient inquired why their therapy was off. Patient services reviewed information. Patient will continue charging ins and will turn therapy back on.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6). Product type recharger; product ID cd9000 serial# (B)(6), product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), analysis of the wireless recharger (s/n (B)(6)) revealed that led's scroll continuously. Device was unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.